Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of hospitalized low blood glucose readings. The customer's blood glucose reading was 35 mg/dl. The husband stated that his wife was lying in bed unresponsive with her eyes open. The husband called emergency medical services and his wife was taken to the hospital. The customer was treated with glucagon and sugar water. The customer's blood glucose was 52 mg/dl when emergency medical services left. The customer also had low readings in the 50s mg/dl and 60s mg/dl. The customer treated with correction bolus.